Event description:
It was reported that the hl20 pump displayed the error message: "belt slip". No harm to any person was reported. Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "belt slip". No harm to any person was reported. A getinge field service technician will be sent onsite for an investigation. As soon as new information becomes available a follow up medwatch will be submitted.

Manufacturer narrative:
This is a follow up report to complaint 675319 which was reported under MFR#8010762-2022-00323, which is a duplicate entry to complaint #675701, reported under MFR#8010762-2022-00325 on 2022-08-14.

Event description:
Ref# (B)(4).

Manufacturer narrative:
Correction of product code. The complaint was submitted under product code "daa" however the correct product code should be "dtq". The device can be identified based on the material- and serial number of the product, therefore no UDI will be listed.

Event description:
Complaint ID # (B)(4).